Manufacturer narrative:
The customer was provided with a replacement ups to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down, due to an uninterruptible power supply (ups) failure.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down, due to an uninterruptible power supply (ups) failure.

Manufacturer narrative:
Details of complaint on (B)(6) 2018 customer reported that cns display was turned off. Customer resolved the issue by plugging the cns directly to the wall ac outlet, bypassing the ups. Customer requested an exchange for the ups. On (B)(6) 2018 customer called back to return the exchange unit since it was determined that the old ups was operating as intended. The cause of the power issue was due to facility. The hospital floor was on an isolation ground, causing the ups to give f5 error. There were no issues reported for the cns, pu-621ra s/n (B)(6). Service requested: ups exchange. Service performed: ups exchange. Investigation result: as the issue was determined to be related to electrical issue at the facility, an environmental factor, and not related to cns device or the ups, further investigation is not required. Investigation conclusion as the issue was determined to be related to electrical issue at the facility, an environmental factor, and not related to cns device or the ups, further investigation is not required. Additional information: b4. Date of this report d10. Device available for evaluation? F6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information device evaluation h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.